Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "has the recalled textured implants and has experienced symptoms and wanted to know what symptoms she should look out for," "breast got full and swollen like it does before a period,¿ ¿breast got hot, turned red, had significant swelling and was very sore¿, "strong pain," "breast was tender," ¿lymph node in armpit became sore and within two hours it grew to the size of a golf ball (little smaller than that),¿ "lymph node has since gotten smaller but is still sore," and "very tired." Patient also reported ¿cancer of the bones¿; this is not device related. ¿ patient is currently receiving chemotherapy. Device remains implanted. This record is for the right side.

Event description:
Patient reported "has the recalled textured implants and has experienced symptoms and wanted to know what symptoms she should look out for," "breast got full and swollen like it does before a period,¿ ¿breast got hot, turned red, had significant swelling and was very sore¿, "strong pain," "breast was tender," ¿lymph node in armpit became sore and within two hours it grew to the size of a golf ball (little smaller than that),¿ "lymph node has since gotten smaller but is still sore," and "very tired." Patient also reported ¿cancer of the bones¿; this is not device related. ¿ patient is currently receiving chemotherapy. Device remains implanted. This record is for the right side.